Manufacturer narrative:
The hospital biomedical engineer confirmed the failure and pinched tubing was determined to be the cause. The hospital stated that they corrected the issue and resolved the reported complaint.

Event description:
The hospital reported that the suction was not operating as expected. There was no report of patient involvement.